Event description:
A customer contacted baxter's global technical service center to report a check supply line while refilling heater alarm on the homechoice (hc) device during last fill. The homepatient (hp)stated she just put a new bag on the heater line and it was not working. The technical service representative (tsr) explained the setup was compromised and the hp cannot complete therapy now. Follow up with the nurse revealed that the patient did call her about the alarm, but the nurse did not know the patient was adding heater bags during therapy. The nurse stated that the patient is continuing with therapy, but she will follow up with the patient to make sure she is not adding bags on the device while connected. No medical intervention or patient injury was associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown, therefore an evaluation and batch review could not be performed. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.